Manufacturer narrative:
No button error alarm during testing. Insulin pump had an intermittent button response due to corroded act button on keypad trace. Insulin pump had minor scratched lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error alarm. The customer's blood glucose was unk. The customer could not recall any significant events, leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No add'l info is provided.